Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located near in an anastomosis shunt in a severely calcified and non-tortuous vessel. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during the second inflation at 20 atmospheres, the balloon ruptured. The device was removed without problem. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.